Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).   Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.75x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 3 most proximal stent strut rows. The od (outer diameter) of the remaining undamaged portion of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found a hypotube kink 39mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 24-apr-2017 it was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 2.75x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite repeated efforts. The device was removed and a 2.50x28mm promus element¿ plus drug-eluting stent was advanced but also failed to cross the lesion. The patient was treated with plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.